Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center experienced communication error b30 when the power was turned on. The issue was the same when a different scope was used. There were no reports of patient harm.